Event description:
Procedure type: vats, according to the report: after firing the instrument the sulu would not open and the sulu was fixated on the lung tissue, sulu did fire and cut but couldn't open. A new instrument and sulu was placed next to the first sulu and fired. It took " a while" to get first sulu out of the patient, but there was no further tissue damage after second firing.